Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Closed reduction left hip, recurrent left hip prosthetic dislocation, ongoing instability. Reduction maneuver performed; under image intensification it appears the femoral head sat well within the acetabular shell. Patient placed in knee immobilizer and an abduction brace. A definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Subsequently, the patient was revised for the fourth time approximately 13 years later due to recurrent dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01981. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.